Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported pain was unable to be confirmed through analysis. However, the device instructions for use describes various scenarios that can result in patient pain. The patient device experience is included in the labeling, therefore, anticipated in nature. Technical analysis: the pump, cylinders, and reservoir were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified that there was a hole in both cylinders that commonly observed to occur during the explant procedure. The cylinders were not functionally tested due to the holes that led to fluid loss. The pump performed within all visual and functional testing parameters. The reservoir performed within all visual and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition, the IFU describes various scenarios which can result in pain. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pain at the surgical site. The ipp was explanted and not replaced with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to replace the inflatable penile prosthesis (ipp) due to pain in the surgical site. A new ipp was implanted with no clinical consequences to the patient.